Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system oversensed noise on the right atrial (ra) lead and right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced about four seconds of asystole. Technical services (ts) reviewed the stored episodes and indicated the noise appears to be from an external source and would see if the patient had a short procedure on the days the episodes were stored. No additional adverse patient effects were reported. This ICD system remains in service.